Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the fiber was making noise upon firing laser and broke. It was noted that there was no energy being transmitted from tip. The debris shield and fiber were replaced, and the procedure was completed using another fiber with no patient complications.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the fiber was making popping noise upon firing laser and broke at the body. It was noted that there was no energy being transmitted from tip. There were no fiber fragments that fell inside the patient, and there was no reported injury to the operator or patient. The console used during the procedure was a moses console. The debris shield and fiber were replaced, and the procedure was completed using another fiber with no patient complications.